Manufacturer narrative:
Medtronic received the following information from the journal article entitled; transabdominal direct sac puncture embolization of type ii endoleaks after endovascular abdominal aortic aneurysm repair. Rebecca zener, george oreopoulos, robert beecroft, dheeraj k. Rajan, jeffrey jaskolka, kong teng tan. Doi.org/10.1016/j.jvir.2018.04.002. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment for abdominal aortic aneurysms on unknown dates. The following events were observed: malfunction; type iiib endoleak.